Event description:
The enterprise vrd was used for the re-treatment of re-canalized basilar tip aneurysm. A 4.5 x 22 enterprise stent was placed from the basilar artery into the right posterior cerebral artery to assist with coiling of a wide neck aneurysm. The stent was successfully delivered through a prowler plus select microcatheter without any difficulty. The prowler wire and catheter were both retracted and a .0165 microcatheter (brand not known) was then placed through a stent cell, and a matrix coil was delivered through the microcatheter into the basilar tip aneurysm. Prior to detachment, a thrombus was noted in the center of the stent. The coil was retracted, and several injections of reopro (exact amount not known) were administered directly through the catheter into the thrombus. It cleared, and the patient was rescheduled for coil embolization at a later date. Very minimal stent migration was noted at the end of the procedure, but not significant to further treatment of the patient.

Manufacturer narrative:
Two months later, the patient was brought back to the interventional suite for a coil embolization through the enterprise vrd into the basilar tip aneurysm. No thrombus was noted on initial injection. However, significant stent migration was noted, as it had completely migrated back into the basilar artery. The distal markers were now pointed straight into the aneurysm. No portion of the stent was left within the posterior cerebral artery. Approximately a 5-7mm migration of the stent from its original placement was noted, making the stent undesirable for coil embolization. The physician was able to coil the aneurysm successfully. The patient was left unharmed. The physician could not offer any explanation as to why the stent migration might have happened. Additional information will be submitted within 30 days upon receipt.